Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl. Reportedly, the customer's basal rate settings had been set too high. A glucagon shot was administered. The paramedics were called but customer was unsure of treatment method provided. Recommendation was made to consult with healthcare provider regarding diabetes management.